Manufacturer narrative:
It was reported that on the first pump the error message "safety-s" was displayed once and then it showed +5v test error continuously. The second pump did not switch on. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-13. The motor control boards for both pumps were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was already investigated by the getinge life cycle engineering on 2021-01-31. The most probable root cause of the detected "+5v test" could be determined to a faulty 5v power supply on the motor control board. The affected motor control board was not made available for further investigation. However with reference to the hl20 risk assessment (risk ID: h1.1.1.2.6) this failure "safety-s" can be contributed to: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The affected motor control board was not made available for further investigation. However the most probable root cause for the failure "pump not switching on" could be determined according to the risk management file as follows: (total) fail of device because of: - failure of motor, motor controller or control circuitry . - failure of pump control board (pump stop). - pump on/off defective .- defective tacho, relay or pump belt. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2018 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2018. Based on the results the reported failure "safety-s, +5v test error and pump not switching on" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-13. The motor control boards for both pumps were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2023-10-24 for the period of 2018-12-28 to 2023-10-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-12-28. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that on the first pump the error message "safety-s" was displayed once and then it showed +5v test error continuously. The second pump did not switch on. The event occurred during a routine check. No harm to any person has been reported. Complaint ID: (B)(4).